Manufacturer narrative:
A ge service rep performed and on site investigation. The main frame power supply was adjusted. Several circuit boards were reseated and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently displayed communication error codes. No report of pt injury.